Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included depo-provera. Other product or product use issues identified: medical device monitoring error "novasure ablation followed by placement of essure." The patient's medical history included nickel sensitivity, depression, weight gain, anxiety, loop electrosurgical excision procedure and trigger finger. Concurrent conditions included uterine fibroid, paratubal cyst, scar and pelvic pain. Concomitant products included bupropion hydrochloride (wellbutrin), gabapentin, lorazepam (ativan), pregabalin (lyrica) and sertraline hydrochloride (zoloft). On an unknown date, the patient started depo-provera at an unspecified dose and frequency. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fibromyalgia ("fibromyalgia"). In 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced gluten sensitivity ("gluten intolerance"), irritable bowel syndrome ("ibs"), constipation ("constipation"), diarrhoea ("diarrhea") and alopecia ("hair loss"). In 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: an"), depression ("depression") and groin pain ("bilateral groin pain right worse than left") and was found to have weight increased ("gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, anxiety, depression, migraine, tooth disorder, dysmenorrhoea, weight increased, gluten sensitivity, irritable bowel syndrome, constipation, diarrhoea, fibromyalgia and alopecia outcome was unknown and the fatigue and groin pain was resolving. The reporter considered allergy to metals, alopecia, anxiety, constipation, depression, diarrhoea, dysmenorrhoea, fatigue, fibromyalgia, gluten sensitivity, groin pain, irritable bowel syndrome, migraine, tooth disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: total bilateral occlusion. Pathology test on (B)(6) 2018: received in formalin labeled with the patient's name. Initials (B)(6) and "uterus fallopian tubes and 2 essures" is a supracervical uterus with attached portions of bilateral fallopian tubes which measures 5.7 cm from cornu to cornu, 5.2 cm from fundus to cervical stump and 4.7 cm from anterior to posterior. The right and left fallopian tube remnants, 4.5 x 0.5 cm and 3.2 x 0.5 cm respectively contain gray. Coiled wire along the length. The cervical stump is pale tan-pink and homogenous. The uterus is bivalved to reveal a puckered. Pale tan irregular scar involving the entire endometrial cavity. 2.1 x 0.7 cm. Sectioning reveals tan-pink. Coarsely trabeculated myometrium with no gross masses or lesions identified. Ultrasound pelvis on (B)(6) 2018: small uterine fibroid 2. Small simple cyst in left ovary representing physiologic cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,allergy to nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs and mr received. Reporters information updated. Event:injury to herself were updated psychological or psychiatric problems condition: anxiety. New event:depression, migraines /headaches, salpingectomy (bilateral removal of fallopian tubes), dental problems, nickel allergy,dysmenorrhea (cramping), pain: groin , fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: developed gluten intolerance ibs with constipation and diarrhea, other injury(ies) or complication (s) please describe: fibromyalgia were added. Medical history, lab data, concomitant drug were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included depo-provera. Other product or product use issues identified: medical device monitoring error "novasure ablation followed by placement of essure.". The patient's medical history included nickel sensitivity, depression, weight gain, anxiety, loop electrosurgical excision procedure and trigger finger. Concurrent conditions included uterine fibroid, paratubal cyst, uterine scar and pelvic pain. Concomitant products included bupropion hydrochloride (wellbutrin), gabapentin, lorazepam (ativan), pregabalin (lyrica) and sertraline hydrochloride (zoloft). On an unknown date, the patient started depo-provera at an unspecified dose and frequency. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fibromyalgia ("fibromyalgia"). In 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced gluten sensitivity ("gluten intolerance"), irritable bowel syndrome ("ibs"), constipation ("constipation"), diarrhoea ("diarrhea") and alopecia ("hair loss"). In 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression") and groin pain ("bilateral groin pain right worse than left") and was found to have weight increased ("gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, anxiety, depression, migraine, tooth disorder, dysmenorrhoea, weight increased, gluten sensitivity, irritable bowel syndrome, constipation, diarrhoea, fibromyalgia and alopecia had not resolved and the fatigue and groin pain was resolving. The reporter considered allergy to metals, alopecia, anxiety, constipation, depression, diarrhoea, dysmenorrhoea, fatigue, fibromyalgia, gluten sensitivity, groin pain, irritable bowel syndrome, migraine, tooth disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2018: received in formalin labeled with the patient's name. Initials ddl and "uterus fallopian tubes and 2 essures" is a supracervical uterus with attached portions of bilateral fallopian tubes which measures 5.7 cm from cornu to cornu, 5.2 cm from fundus to cervical stump and 4.7 cm from anterior to posterior. The right and left fallopian tube remnants, 4.5 x 0.5 cm and 3.2 x 0.5 cm respectively contain gray. Coiled wire along the length. The cervical stump is pale tan-pink and homogenous. The uterus is bivalved to reveal a puckered. Pale tan irregular scar involving the entire endometrial cavity. 2.1 x 0.7 cm. Sectioning reveals tan-pink. Coarsely trabeculated myometrium with no gross masses or lesions identified.. Ultrasound pelvis - on (B)(6) 2018: small uterine fibroid 2. Small simple cyst in left ovary representing physiologic cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,and allergy to nickel". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: plaintiff fact sheet received. She had not recovered from all the aforementioned events except " fatigue and groin pain". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.